Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. The customer experienced nausea and vomiting prior to being admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. Further troubleshooting could not be conducted as the reservoir only had five units of insulin left. Advised the caller to have the customer call back to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.